Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino layngo videoscope control unit was dirty, grip was sticky, up down angulation lever plate was sticky, universal cord was sticky, and there was a liquid dripping from the light guide bundle. There was no patient involvement.